Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: opening curved on radius, creases fold, wear abrasion and yellow particles. Leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area and opening crease smooth on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease smooth on radius due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.